Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the glass/metal cap are detached and returned; the glass cap exhibits severe devitrification and detritus buildup at the output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 127,353 joules and 15:38 minutes of use ¿tip detached when fibre was being cleaned.¿ the procedure was completed with turp. Patient outcome ¿no injury¿ reported.